Event description:
Per sales rep: the quikdrive mini ceased operating during a case. To begin with, it was operating without any depression of the button, and then ceased operation entirely.

Manufacturer narrative:
Investigation in process, but not yet complete.